Event description:
It was reported that during an unknown procedure, the device was leaking and hissing. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. No additional information is available.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(6).